Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The insulin pump was tested with test keypad and no frozen display noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.